Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified distal left anterior descending coronary artery (lad). A 10mmx2.00mm wolverine coronary cutting balloon monorail was used to dilate the lesion and on the first inflation at 12 atmospheres, the balloon ruptured. The balloon was removed without complications and the procedure was completed with a non-bsc device. No patient complications were reported and the patient status was good.